Manufacturer narrative:
The device was returned for analysis. Analysis was completed. Interrogation of the device showed it was received above the elective replacement indicator. No anomaly was found on the header related to the field concern. Electrical and mechanical testing showed no anomalies, and a longevity assessment showed the device was in normal range with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.